Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that fuse holders f11 and f12 on the mvs power board were fouled from arcing. The mvs power board was replaced and the hospital staff was advised that the system requires a 20 amp dedicated power source. The imaging system then passed the system checkout and was found to be fully functional. The mvs power board was returned to the manufacturer for analysis. However, at the time of filing, analysis results were not yet available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the mobile view station (mvs) had an electrical discharge when plugged and then would not boot. It was noted the mainline fuses were replaced without resolve. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
Device evaluated by MFR: the mobile view station (mvs) power board was returned to the manufacturer for analysis. The mvs power board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.